Event description:
Urgent explantation is scheduled due to extrusion and infection which started on 07-may-2025. The device is extruding through the surgical line. The surgical wound did not heal fully. Recurrent infection and delayed wound healing were observed before the extrusion occurred. The surgeon performed local dressing twice and prescribed antibiotic therapy, but the infection did not improve. The patient required hospital-based management due to the persistent infection and finally the device was explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the surgical incision wound never fully healed after implantation surgery leading to infection and eventually the device started to extrude through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. This is a final report.

Event description:
Urgent explantation is scheduled due to biofilm development and infection which started on (B)(6) 2025. The device is extruding through the surgical line. Cultures reveal enterobacter species. As per new information received, the infection developed first. Due to persistent infection, the device eventually started extruding through the skin. The surgical wound did not heal fully. Recurrent infection and delayed wound healing were observed before the extrusion occurred.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.